Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. The cuff was removed and replaced with a 4 cm cuff. No information about the patient's outcome was provided. Additional information received. The patient presented recurring incontinence due to atrophy. There was no malfunction with the explanted cuff. The patient had a good outcome.

Manufacturer narrative:
E1: initial reporter facility name included.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to recurring incontinence and atrophy. The cuff was removed and replaced with a 4 cm cuff. There was no malfunction with the explanted cuff. The patient had a good outcome.